Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 7/6/2018. Device returned to manufacturer? Yes. Device evaluation: the complaint lens was received in its original packaging with the wheel case insert. Visual inspection at microscope magnification showed loose particles on the lens surface that could be related to the handling of the product in a non-sterile environment. One of the haptics was ditched and it was not returned. The other haptic was slightly distorted. The reported issue of haptic detached was verified. However, the condition in which the sample returned indicates that the product was handled and prepared for surgical process. Based on the analysis, there is no indication of product quality deficiency. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was inserted and the haptic slid out of it. The doctor had to remove the iol and haptic. The incision was enlarged. The patient has recovered. No additional information was provided to johnson and johnson surgical vision, inc.